Manufacturer narrative:
Getinge has not received an update regarding this event. As per standard operating procedure, three (3) good faith efforts (gfe) were made. There has been no additional information provided at this time. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that during use in the critical care unit (ccu) the intra-aortic balloon pump (iabp) alarmed "auto fill failure". The iabp was replaced with another to continue patient therapy. There was no adverse or patient injury event reported. When speaking with the nurse for troubleshooting iabp #1, the iabp turned on , but there was a high pitched squeal and generated alarm "electrical test failure #53".